Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 5 of 7 reports linked to mfg report numbers: 3013886523-2024-00288. 3013886523-2024-00289. 3013886523-2024-00290. 3013886523-2024-00292. 3013886523-2024-00297. 3013886523-2024-00298. A patient reported a valve (unknown ID), ventricular catheter (unknown ID) and a peritoneal catheter (unknown ID) was implanted on (B)(6) 1997. In (B)(6) 2024, the patient had indication of failing valve and catheters. The patient underwent 6 revisions, 5 of which were caused by his body rejecting the catheter and it was draining cerebrospinal fluid (csf) outside the cavity and under the skin where it could not be absorbed. Revisions: #1 - (B)(6) 2024: old valve and ventricular catheter were replaced with a codman valve (unknown ID) and bactiseal peritoneal catheter (ID (B)(6)). #2 - (B)(6) 2024: catheter was expelled from the peritoneal cavity and was repositioned. #3 - (B)(6) 2024: old ventricular catheter was replaced. #4 - (B)(6) 2024: catheter was expelled from the peritoneal cavity and was repositioned. #5 - (B)(6) 2024: catheter was expelled from the peritoneal cavity and reinserted into the pleural cavity. #6 - (B)(6) 2024: catheter was expelled from the pleural cavity therefore, it was removed. Valve was capped and an etv (endoscopic third ventriculostomy) procedure was performed. The patient tested positive for allergy to clindamycin. Note: this report is for revision #1 (valve). No information about valve's product ID, this reports was received from a patient and patient could not confirm if the valve implanted in 1997 was integra.

Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.